Manufacturer narrative:
As reported in a research article, a patient experienced paravalvular leak and thrombus after navitor valve implant. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
The article, "a case of embolism caused by a thrombotic valve in the post-acute phase of tavi", was reviewed the article presented a case study of a 90-year-old female with heart failure symptoms. It was reported that on an unknown date, a 23mm navitor valve was chosen for implant. Echocardiography showed severe aortic stenosis with peak velocity of 4.77 m/s, mean pressure gradient 53.1 mmhg, and aortic valve are 0.5 cm2. Computed tomography (CT) showed an annulus perimeter of 64.6mm and annulus area of 298.6 cm2. It was reported post-procedure echocardiography showed mild paravalvular leak but otherwise no other complications during procedure. The patient was discharged three days later on single antiplatelet therapy with clopidogrel 75mg/day. It was then reported three weeks post-procedure, the patient presented with acute left leg pain and CT showed thrombotic occlusion of the left common iliac and popliteal arteries. It was also noted thrombi were also detected at the base of the navitor valve, suggesting thromboembolism. A decision was made to perform endovascular treatment with stenting of the iliac artery and balloon angioplasty in the popliteal artery. The patient was additionally prescribed anticoagulation to prevent further thromboembolic events. [The primary author was (B)(6)